Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported event cannot be conclusively determined. Review of the submitted log files appeared to capture heartmate 3 lvas, serial (B)(6), operating as intended. The controller periodic log file captured a pump stop associated with a no external power event on (B)(6) 2023 due to full depletion of the external batteries, as well as the system controller's internal backup battery. Upon restoration of power to the system controller, the pump appeared to have resumed operation without issue. The pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 lvas, serial (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, outlines potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that interrogation in the clinic revealed a pump off alarm logged in the patient's history with a clock reset after. The clock was synced in the clinic without issue. Log file review confirmed a pump stop on (B)(6) 2023 in addition to a total loss of power. It was later reported that the patient complained of a faster heart rate after realizing the pump was off. Related manufacturer's report: 2916596-2023-02669.